Event description:
The event was reported during setting up for an ultrasound breast biopsy and the first probe jammed as the cutter was transitioning forward. The customer tried a second probe, attempted to initialize the probe and the probe jammed as the cutter was transitioning back to the home position. The customer tried a third probe, initialized the probe successfully and the case was completed with no patient consequence.

Manufacturer narrative:
Date sent: 06/02/2009. Evaluation summary. The hh11bex device (a) was returned in good physical condition. The probe was connected to a test holster and control module, initialized, and functioned properly. The cutter movement was evaluated and it functions as intended. The probe was fully functional and conforming to manufacturing requirements. While we were unable to re-create the event, we have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process. The hh11bex device (b) was returned in good physical condition. The probe was connected to a test holster and control module, initialized, and functioned properly. The cutter movement was evaluated and it functions as intended. The probe was fully functional and conforming to manufacturing requirements. While we were unable to re-create the event, we have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process. Device b additional information: batch # f9gc2r. Expiration date: 02/2014. Manufacturing date: 03/2009.